Manufacturer narrative:
Other relevant components include: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknownbrand of morphine with an unknown concentration and dose. It was reported the patient mentioned the first 15 months she had the pump, she was not getting relief. The patient said they did a revision, and she thought they moved the catheter. The patient said the incision was supposed to be one inch, and it ended up being 10 inches. The patient had relief following the revision. No further patient complications were reported.